Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain or infection. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. Patient's mother removed the pod and sought medical attention by virtual visit the following day. Symptoms reported include irritation, pain and site drainage. The patient was diagnosed with an infection and was prescribed amoxicillin (clavulanic) 400 mg, to be taken twice a day for 10 days. Patient's mother also gave 2 advil tablets. It was also reported that patient's blood glucose level was around 300 mg/dl; this was treated by applying a new pod and no additional irritation issues were reported.